Event description:
It was reported to boston scientific corp that during a stone removal procedure (pt's age and gender unk) in 2006, using an extractor rx retrieval balloon, the tip of the catheter splintered. Upon boston scientific corp's receipt of the device, it was noted that the tip of the catheter was completely severed and the radiopaque marker, along with the balloon, was missing. The user facility states that the device was intact and that there were no portions of the device left behind in the pt. No info was available as to how this device may have become severed or components missing. The pt's condition was reported as "fine".

Manufacturer narrative:
H3. This device has been rec'd and evaluated by the MFR. A visual eval found that the shaft of the device was completely severed and the radiopaque marker along with the balloon was missing. The remainder of the catheter was torn consistent with the guidewire cutting through the lumen. A review of the device history record was performed and revealed no anomalies during the MFR of the subject device.